Event description:
The customer reported that insulin squirted during the manual prime process and the device alarmed. The caller also mentioned that the device was stuck in the prime loop. The blood glucose reading was 101mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir window, cracked battery tube threads, and missing end cap sticker.